Event description:
It was reported that within a week of implant, the patient complained of discomfort and some chest pain. The patient was seen in clinic, and it was decided to continue to monitor the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.